Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal revision procedure upon removing this lead from the device the distal electrode and the proximal electrode got disconnected. All measurements appeared normal thus this lead was reconnected to the new device. The procedure was completed. No adverse patient effects were reported.